Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy procedure, the surgeon used a needle driver to clean the fenestrated bipolar forceps instrument. One side of the fenestrated bipolar forceps grasper fell out and pieces were collected from the patient. The procedure was completed.

Manufacturer narrative:
The event investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned.

Manufacturer narrative:
Updated sections: d9, h3, annex codes: g, b, c, d. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis (fa) and was able to confirm and replicate the customer-reported issue of one side of the grasper fell. The instrument was found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 4.65 x 8.70mm and was not returned with the instrument. Additionally, the grip tip which also became dislodged as a result of the molded insulator break was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. No torsion was observed. The instrument was found to have a detached fragment, that broke off from the molded insulator, but the broken piece was not returned with the instrument. The instrument was found to have a dislodged proximal clevis, and the two instrument welds are present at the proximal clevis.

Event description:
Refer to h11 for follow-up information.